Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose was 200 mg/dl. Customer was able to complete insulin pump rewind. The customer reported that they were able to successfully clear the alarm. The troubleshooting was performed for the pump error alarm. Fill cannula was not recorded in daily history. The customer was advised that the insulin need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump error 63 confirmed in insulin pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Rewind anomaly not confirmed.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).